Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in loss of cgm connectivity for several days until a new sensor was inserted and the pairing process was reattempted. Symptoms included no reported adverse clinical effects and no changes in blood glucose control. Outcomes included restoration of cgm readings on the ilet after guided troubleshooting. Investigation included guided device troubleshooting and user education, including toggling bluetooth, restarting, and re-entering the pairing code. Investigation of this case revealed a pairing failure that was resolved through standard connectivity troubleshooting, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity factors.